Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or the device becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device ruptured. The device was filled with 2 grams in 58 milligrams of an unknown drug. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.